Event description:
It was reported that the ipg was explanted at an unknown date for an unknown reason. No other information is known at this time.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not yet received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.